Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Medical safety review of the event noted there is not enough evidence to exclude impella as an associated factor in the patient's outcome. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Prior to impella placement, the patient was being treated for atrial fibrillation rapid ventricular response. The patient became hypotensive and levo was started. It was further reported that the patient coded and had around 30 minutes of cardiopulmonary resuscitation before return of spontaneous circulation was achieved. The patient was emergently taken to cath lab for impella placement. During placement, when pigtail was advanced through the peel away, the sheath had a kink in it. A decision was made to exchange long peel away for the short one and impella was placed. Additional information noted care was withdrawn and the patient expired.